Manufacturer narrative:
Unit received with a blank display due to corroded electronic assembly. The motor and battery tube assemblies were found with traces of corrosion. Unable to perform functional tests including displacement, sleep current measurement, active current measurement, and self tests due to blank display.

Event description:
The customer reported via phone call that the insulin pump had a blank display and pump error. The customer¿s blood glucose level was 70 mg/dl at the time of the incident. Customer states the display was not blank less than 30 seconds. Customer states display was blank currently. Customer states the contacts on the battery cap neither missing nor damaged. Display return after insulin pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.